Event description:
The customer reported that there were fast stop errors on boot up. This happened during a procedure. The customer was able to reboot and continue the case. No pt harm was reported.

Manufacturer narrative:
The ge service rep confirmed the fast stop switch displayed intermittent errors. He replaced the left and right fast sop switch and cable assemblies. The system is functioning as intended.